Event description:
Medtronic received information that at an unspecified time during use of an eopa arterial cannula, the customer reported that the introducer had moved far beyond the cannula tip. See attached photos. The device was used to complete the procedure. There was no patient impact associated with this event. Additionally, it was also reported that the sales rep is going to check with the customer if user error caused the issue. It was noted that maybe the hemostasis cap (red) was not on the cannula when the dilator was inserted. Medtronic received additional information that customer does not require a letter and does not want to progress further with the complaint. No further action required.

Manufacturer narrative:
Conclusion: after investigation at medtronic, complaint is confirmed for the introducer extending far beyond the cannula tip based on the photo provided, however, no product has been returned to date. Based on the response from the sales representative, this issue is most likely the result of a use related issue and would occur when the hemostasis cap is not placed on the cannula connector end during use. The device history record was not reviewed as there is no evidence of manufacturing issues with the complaint product. There were no adverse patient effects as a result of this occurrence. Medtro nic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends per the product quality meetings procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.